Event description:
The user facility reported that during a cardiac catheterization procedure, the tip of the guidewire became detached in the femoral artery of the pt. On follow-up communication, the user facility indicated that the guidewire had been used through a metal needle. The cardiac catheterization procedure was successfully completed via another site. The pt under went a scheduled bypass the following day and the guidewire tip was successfully removed at that time. The pt condition is reported as fine.